Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump could not get controlled and did not start during priming. There was no patient involvement.

Manufacturer narrative:
The s5 roller pump was returned to livanova deutschland for a detailed investigation and the investigator could reproduce the reported issue. The problem could be traced to a disconnection of the internal cable. However, the exact root cause of the disconnection of the cable remains unknown.

Event description:
See initial.